Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a care giver change. On an unknown date, the patient was hospitalized and began treatment with vancomycin injection (250 mg, discontinued) and amikacin injection (250 mg, discontinued) for the event. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. It was further reported pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (twice a week). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.